Event description:
It was reported to philips that therapy test failed. There¿s no patient involvement. The efficia dfm100 defibrillator model# 866199 is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Based on the information available, the cause of the reported problem was confirmed and traced to a therapy capacitor failure. The customer has ordered the part to rectify the reported problem. The device remains at the customer site and no further evaluation is required at this time.